Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the automated impella controller (aic) catheter plug port was not recognizing the pump when it was plugged in. It is unknown when this issue was discovered. No further information was provided. No patient harm has been reported.

Manufacturer narrative:
The investigation has been completed. Multiple error messages "invalid_bad_snr_sample_mask," caused by the signal-to-noise ratio (snr) being too low was observed. The first "placement signal not reliable" error was seen. Later, the pump was reconnected to the console twice, and the error message "case start: optical sensor system error: reconnect catheter" was observed, along with the peak snr alarm. Console was shutdown moments after and likely exchanged. The console was returned for further inspection. While the optical signal issues with a known-good test pump could not be reproduced, an inspection of the analog output from the ccd on the optical bench revealed intermittent signal distortions on the envelope/fringe. The measured "5s" parameters confirmed that the snr was below the threshold. Additionally, a visual check found that the blue purge flag retainer had a hairline fracture. The root cause of the issue was identified as intermittent distortions in the optical bench signal, likely caused by a malfunction in the optical bench or its components. The root cause for the broken purge retainer was not determined. E.1 revised name prefix/title as it should not of been left blank on the initial manufacturer device report number 1220648-2024-25154. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25154 as it is unknown if the initial reporter also sent the report to the food and drug administration.